Event description:
Country of complaint: (B)(6). The applier cut the cystic duct. Clips do not completely close. One/seven devices were in use, unk which device is related to the malfunction. No surgical delay. Complete device is pl606r; which is composed of pl536r-shaft and pl510r-handle.

Manufacturer narrative:
Seven each of pl537r and pl510r were rec'd for eval. All of the instruments, except for the handles, show damages which may lead to problems and failures. A reason for the damages might be, that all recommended svc dates are exceeded. We particularly recommend to adhere to mandatory svc intervals. The cut of the cystic duct with the applier is not comprehensible. We assume a user related failure.